Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 4-jan-2023 via email and attached to complaint object: customer responded that the failure occurred during testing and no patient involvement was reported.

Manufacturer narrative:
Operator of device is unknown. No information provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device o2 gauge on the vent is stuck on red. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Health impact and evaluation codes: updated one device was received for investigation with a damaged case, input/output label, loose patient outlet fitting, cracked front panel, 3 cracked small knobs, peep knob does not function smoothly, and the input manifold is loose on the bottom chassis. A visual inspection was performed and was connected to a 60 psi source to check the functioning of the gas supply indicator. The reported problem was duplicated and the complaint was confirmed. The root cause was impact to the device. Actions take were to replace the gas supply indicator. A manufacturing DHR is not relevant due to the age of the device and impact damage sustained.